Event description:
While attempting to close the stapling device during the video-assisted thoracoscopy procedure the handle on the staple gun broke and caused the staples to fire incompletely. The physician used additional suture to close.